Event description:
On (B)(6) 2011, pt reported, he put a new insulin cartridge into his infusion device today and attempted to prime 3 different times, but nothing came out of the infusion tubing. Pt stated, he removed the insulin cartridge and noticed the cartridge compartment was damp. Verified pt cleaned infusion device with a tissue. Pt reported, it just appeared damp, but it was not enough insulin to pour out of the infusion device. Pt stated, he is not certain where the leak happened. Pt reported, he did not see any cracks or damage. Pt stated, he is using an old expired infusion set. Pt reported, he did not see any infusion pooling at the luer connection. Advised to always make sure the infusion adapter and luer connection are secure before installing into the infusion device. Pt is currently using his previous infusion device. On call back on (B)(6) 2011, pt reported, he found where the leak is coming from. Pt stated, the insulin cartridge is causing the leak. Pt reported, he has switched back to the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.